Manufacturer narrative:
Correction: added malfunction to b1.

Manufacturer narrative:
The reported event of system to be replaced due to high impedance issue was confirmed. As received, the octrode lead b had all its internal wires broken that would contribute to the reported event and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2021-06192. It was reported the patient had high impedances. Surgical intervention took place in which the leads were explanted and replaced to address the issue. The ipg was electively replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.